Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during bypass gastrectomy, in the last reload, the device had unknown issue and caused tissue damage to the patient. It was noted that there will be an additional operation performed to correct the issue. Surgeon replaced the device by another to complete the case.